Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching lung fissure in a lobectomy, the blue staple couldn't be fired when it was installed on the first handle, and it couldn't be fired after replacing with a purple staple. Surgeon replaced another handle and purple staple, which could be fired. No patient injury.